Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Date of event: estimated date. (B)(4). It was reported that the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that vessel puncture closure of an unspecified artery was achieved using a proglide device relative to an unspecified procedure. Reportedly, the suture was not cut after hemostasis was achieved. Forceps was placed on the suture and the patient was moved from the angio-table to a patient bed. During the movement the suture came off, causing the patient to bleed. The method used to achieve hemostasis was not provided. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported patient effect of hemorrhage is listed in the perclose proglide instructions for use (IFU), as a known adverse event associated with use of suture mediated closure devices. Reportedly, the suture was not cut when hemostasis was achieved. The IFU states: once hemostasis is achieved, use the suture trimmer to trim the sutures below the skin. In this case, the IFU violation appears to have contributed to the reported difficulties. A review of the lot history record and complaint history of the reported device could not be conducted because the lot number was not provided. Based on the case information the reported patient effect and treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.